Event description:
It was reported that the distal end of an unspecified quantity of clearlink system non-dehp continu-flo solution sets would not lock to the non-baxter locks; further described as would not "stay on the tubing as it is supposed to". This was discovered while the nursing staff was creating a work flow process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.